Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The lesion was located in the 99% stenotic, calcified and severely tortuous distal left circumflex coronary (lcx) artery. The apex 15mm x 2.50 mm balloon catheter was advanced to the lesion for predilation. However, upon inflation, the balloon ruptured at 6atm. The inflation time is unknown. The balloon was removed intact from the patient. The procedure was completed with another device. No patient injury or complications were reported. The patient's status is reported as "good." This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation, as the device was disposed. Therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch number found that the device met its material, assembly and product specifications. The most probable cause of the reported complaint can be attributed to operational context, due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.